Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 12:00 pm while at work, the patient reported experiencing inaccurate cgm readings. She received a low glucose alert on her phone, with the cgm displaying a value of 75 mg/dl. The patient did not perform a fingerstick bg test to confirm the reading but consumed food in an attempt to raise her glucose level. Despite this, intervention was delayed. Shortly thereafter, the patient experienced a seizure and lost consciousness. Her manager contacted emergency services. The patient remained unconscious for an unknown duration and was unable to recall the exact length of time. Upon arrival, emergency medical technicians (emts) found the patient conscious. A bg measurement obtained by the emts showed a glucose level of 30 mg/dl, while the dexcom g7 app displayed a reading of 65 mg/dl. The patient was administered a sugary pouch by emts and transported to the hospital via ambulance. At the hospital, no additional medications were administered. The patient was monitored until her bg meter reading reached 150 mg/dl; she was unable to recall the corresponding cgm reading at that time. After approximately four hours of observation, the patient was discharged once her bg meter reading reached 200 mg/dl. At the time of this report, the patient stated that she was feeling well with no ongoing symptoms. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.